Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported via phone call that the insulin pump was damaged. A crack can be seen on the reservoir compartment. The retainer ring was broken. The insulin pump was not bumped or dropped. The customer did not know how the damage occurred. The customer's blood glucose level was 82 mg/dl. The customer was advised that the device would be replaced and to return the product for analysis.